Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that within a 12-hour period, the patient¿s cadd pumps triggered air-in-line alarms approximately four times, resulting in three home care callouts and a clinic visit after the final alarm. During dosing, after about one-third of the infusion, bubbles were observed filling the tubing downstream of the pump up to the air filter. The incident involved the patient but caused no harm.